Event description:
Event description guidant received information that this left ventricular lead was explanted and replaced due to dislodgement. No adverse patient effects were reported. The lead was returned for analysis.